Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient is experiencing a pseudo tumor.

Manufacturer narrative:
Concomitant medical product(s): 00801803602 femoral head sterile product do not resterilize 12/14 taper unk; 00784801200 modular neck e 12/14 neck taper use with +0 heads only 61086248; unknown-liner; unknown-cup. Reported event was confirmed by review of the provided op notes which state the patient had failed right total hip arthroplasty with trunnionosis and pseudotumor. There was a large amount of trunnionosis and metallosis with galvanic corrosion on the trunnion within the head. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical product(s): 00801803602 femoral head 61199489; 00630505036 liner 61204681; 00620205222 ¿ trabecular metal cup 61175446. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient presented experiencing pain, elevated metal ion levels and positive MRI findings. A revision surgery was preformed approximately 7 years post implantation. During the surgery, alval, osteolysis, pseudotumor, bone erosion and corrosion were noted. A femorotomy and extended trochanteric osteotomy were performed and repaired with a 3 cable system. The head, liner, and stem components were removed and replaced. No additional patient consequences were reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that a patient's hip arthroplasty was revised due to a pseudo tumor. It was noted that the stem was blackish in color at the trunnion.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem. The product was returned and evaluated. A visual examination of the returned product identified dark debris and a circumferential groove pattern on the surface of the conical taper of the head and neck. The surface of the neck¿s elliptical taper exhibited damage. The stem showed bio debris embedded in the porous surface. The porous surface exhibited gouge damage. The proximal end was scratched, and the extraction hole was deformed and noted as possible explant damage. The taper slot showed bio debris and scratches from mating with the modular neck. No other damage was noted. The issue was confirmed based on the returned device and medical records. The additional information does not change the outcome of the previous investigation. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.